Event description:
Additional information received from the rep indicatedthat it is too soon to tell if the infection has resolved. They stated that the patient has a follow-up in 2 weeks.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reported thought there was infection, but the doctor has cultured several times and came back negative. Caller reported patient has issues with self care and doctor decided to take the whole system out. Caller reported the system will not be coming back to medtronic.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient had a small pinhole sized infected area in the spinal lead implant scar area with a small amount of drainage. The hcp decided on surgical intervention to remove the small area of infection then flush with antibiotic irrigation, then place a tyrex pouch in open surgical area and then close the incision. No explant of the device or leads was done. The hcp also noted that he would place the patient on oral antibiotics. The patient would follow up with the hcp to continue to asses this area. The rep noted that the patient didn¿t exhibit any symptoms and only sign was a small amount of drainage noted by the hcp. There were no known factors that could have contributed to the issue. It was unknown if the issue was resolved.